Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged with the tandem issued cable; however, pump was able to charge with a non-tandem cable. Customer reported a low blood glucose (bg) level of 37 (mg/dl). Customer consumed juice to stabilize bg level. A replacement cable was sent to the customer.